Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of "hi" (readings greater than 500 mg/dl) and experienced symptoms described as "cold sweat, dizzy, disoriented" and subsequently lost consciousness. Paramedics were called and upon their arrival, a reading of 37 mg/dl was obtained on the hcp meter and customer was determined to have low blood sugar. Customer was treated with glucose gel by the hcp and dr.pepper, orange juice and oral glucose by his wife. A reading of 73 mg/dl was obtained on the hcp meter before the paramedics left. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of "hi" (readings greater than 500 mg/dl) and experienced symptoms described as "cold sweat, dizzy, disoriented" and subsequently lost consciousness. Paramedics were called and upon their arrival, a reading of 37 mg/dl was obtained on the hcp meter and customer was determined to have low blood sugar. Customer was treated with glucose gel by the hcp and (B)(6), orange juice and oral glucose by his wife. A reading of 73 mg/dl was obtained on the hcp meter before the paramedics left. There was no report of death or permanent impairment associated with this event.